Event description:
A customer in (B)(6) reported the occurrence of false negative carba (carbapenemase) phenotype in association with the vitek® 2 ast-n209 test kit while testing a klebsiella pneumoniae isolate. Although the vitek® 2 ast-n209 provided a meropenem mic<=0.25 (susceptible), genetic esbl-carba-d testing indicated the organism strain to be carbapenem resistant. The customer did not disclose whether the discrepant result was reported to the treating physician or if the patient's treatment was impacted. The ast-n209 test kit is a (B)(6)-specific test kit (i.e. Developed for use in (B)(6) only based on antibiotics selected for inclusion by one or more customers). In this case, the test kit contains only one carbapenem antibiotic (meropenem). As the phenotype determination by vitek® 2 aes (advanced expert system) relies on a pattern of mics across multiple antibiotics, the carbapenemase phenotype determination was not possible. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. There may be a potential for adverse event if the event were to reoccur; therefore this event is being reported as a malfunction. Culture submittal has been requested by biomérieux for internal investigation. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported the occurrence of false negative carba (carbapenemase) phenotype in association with the vitek® 2 ast-n209 test kit (UDI (B)(4)) while testing a klebsiella pneumoniae isolate. An investigation was performed. Identification of the organism as klebsiella pneumoniae spp pneumoniae was confirmed using the vitek® 2 gn card. Testing was performed on ast-n209 cards from the customer lot (cl579386340) and a random lot (579376510). Reference methods were performed to determine the mechanism of resistance: pcr ampc, tem, shv, ctx-m,oxa-48 like : positive for all genes tested except for ampc esbl screening test with combined discs: esbl positive, indicating presence of a strain "esbl + carbapenemase oxa-48 like". Broth microdilution (bmd) method used for the development of this formulary in the ast-n209 card: mem mic = 0.5 mg/l s. Testing was performed on vitek® 2 ast-n209 cards, one card from each customer lot (cl579386340) and random lot (579376510). The result for both the customer lot and random lot was: mem mic = 4 mg/l intermediate and aes phenotype, "impermeability carba (+esbl or +hl ampc), carbapenemase (+ or esbl)." In parallel, testing with the extended card (ast-n233+ exn5) was performed and the result was mem mic =1mg/l s and aes phenotype "carbapenemase (+ or - esbl)." Alternative methods and results (interpretation according to (B)(4)): diffusion method: mem, diameter = 25 mm s. Etest meropenem: mp mic= 0,5mg/l s. Chrom ID oxa-48 medium: growth of blue colonies which are characteristic of strain epc type oxa-48. The vitek® 2 results were compared with the reference results. The investigation did not reproduce the customer results (mic mem </=0.25 mg/l s, and the phenotype esbl) on vitek® 2 cards. The vitek® 2 ast-n209 cards are in essential agreement with the reference bmd mem mic (0.5 mg/l). The investigation concluded the isolate exhibits atypical growth behavior and the vitek® 2 ast-n209 test kit performed as intended.